Event description:
An infusion pump with an 808:05 failure code. Information was requested but details were not available regarding patient status, medical intervention, patient injury , medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.